Event description:
Consumer complaint of meter displaying a result that was 80 mg/dl higher when compared to the meter being used at the pharmacy. Customer could not recall the results displayed and was told by the pharmacist that he needed a new meter. Customer did not want to troubleshoot. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of meter displaying a result that was 80 mg/dl higher when compared to the meter being used at the pharmacy. Customer could not recall the results displayed and was told by the pharmacist that he needed a new meter. Customer did not want to troubleshoot. No adverse event reported.